Manufacturer narrative:
Conclusion: there is no documentation showing a causal relationship between the event of peritonitis and the liberty cycler machine or cassette. Additionally, there is no allegation against any fresenius products and the event. There is however a possible association between the reported peritonitis and a possible breach in aseptic technique during pd therapy (per pdrn statement: ¿the patient did something¿). A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
On (B)(6) 2017 during a due diligence call the peritoneal dialysis registered nurse (pdrn) reported this pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy presented to the pd clinic on (B)(6) 2017 having had an incomplete treatment on (B)(6) 2017 having encountered drain complication during ccpd treatment. The nurse administered heparin and patient completed ccpd treatment. The nurse stated patient was admitted to the hospital on (B)(6) 2017 diagnosed with peritonitis and remained hospitalized until (B)(6) 2017. The patient completed treatments while hospitalized. The hospital course was unknown and it was unclear if patient performed ccpd or continuous ambulatory peritoneal dialysis (capd) during hospitalization. The pd patient was treated with intravenous ceftriaxone (dosage unknown) from (B)(6) 2017. Pdrn reported two cultures were obtained. One on (B)(6) 2017 at the hospital and a second on (B)(6) 2017 at the clinic. In both instances, culture (source unknown) results were negative. The nurse was ¿unsure¿ of cause of peritonitis, but states it was related to ¿pd therapy¿ and she felt the patient ¿did something¿ and would find out what he did. It remained unclear how the diagnosis of peritonitis was made.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On 08/09/2017 during a due diligence call the peritoneal dialysis registered nurse (pdrn) reported this pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy presented to the pd clinic on (B)(6) 2017 having had an incomplete treatment on (B)(6) 2017 having encountered drain complication during ccpd treatment. The nurse administered heparin and patient completed ccpd treatment. The nurse stated patient was admitted to the hospital on (B)(6) 2017 diagnosed with peritonitis and remained hospitalized until (B)(6) 2017. The patient completed treatments while hospitalized. The hospital course was unknown and it was unclear if patient performed ccpd or continuous ambulatory peritoneal dialysis (capd) during hospitalization. The pd patient was treated with intravenous ceftriaxone (dosage unknown) from (B)(6) 2017 to (B)(6) 2017. Pdrn reported two cultures were obtained. One on 08/01/2017 at the hospital and a second on (B)(6) 2017 at the clinic. In both instances, culture (source unknown) results were negative. The nurse was ¿unsure¿ of cause of peritonitis, but states it was related to ¿pd therapy¿ and she felt the patient ¿did something¿ and would find out what he did. It remained unclear how the diagnosis of peritonitis was made.